Event description:
It was reported that a malfunction alarm occurred, resulting in the pump shutting down. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to an alternate pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.